Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) recorded atrial tachy response (atr) episodes with occasional farfield r-wave oversensing (ffos). The sensitivity is currently programmed to automatic gain control (agc) at 0.4mv (millivolts) and the amplitude is trending at 2.5 to 4 mv. Programming recommendations for atrial sensitivity were provided. Battery longevity is normal and other lead measurements are stable. Received additional information the ICD intrinsic amplitude is continuing to show out of range on the ra lead. The presenting egm shows an isolated atrial beat undersensed. The sensitivity is currently programmed to agc at 0.5mv and the most recent measurement was 0.4mv. Further review is recommended. At this time, the device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) recorded atrial tachy response (atr) episodes with occasional farfield r-wave oversensing (ffos). The sensitivity is currently programmed to automatic gain control (agc) at 0.4mv (millivolts) and the amplitude is trending at 2.5 to 4 mv. Programming recommendations for atrial sensitivity were provided. Battery longevity is normal and other lead measurements are stable. At this time, the device remains in-service. No adverse patient effects were reported.